Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012, (at 9am). The patient reportedly manages her diabetes with insulin (via insulin pump); however, the patient denied taking any action after the reported power issue occurred. According to the csr's documentation as a result of the alleged power issue the patient reportedly felt bad and developed symptoms of legs tingling, lack of energy, body aches, and neuropathy three to four hours later. The patient, however, denied receiving any treatment after the reported power issue occurred. At the time of troubleshooting, the csr noted the patient was using the correct test strips, she was not using the subject meter for the first time, there was no misuse of the lfs product, and the patient was using the proper testing technique per owner's booklet recommendation. The alleged issue; however, remains unresolved. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.